Event description:
Laparoscopic cholecystectomy - "clips are not closing properly. Tips of the clips are miss matching making scissors effect so surgeons are scared to use it again. The last fired clip has remained open."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation.